Event description:
It was reported through a journal article that approximately 57 months post initial knee arthroplasty, a patient was revised due to unknown reasons. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). D10: unknown nexgen tibial component unknown nexgen femoral component unknown nexgen patella. G2: literature citation: dalby, d., robison, a. M., forrest, a. (2025). Mid-term radiographic evaluation of a monoblock trabecular metal tibia following total knee arthroplasty in obese and morbidly obese patients. Archives of orthopaedic and trauma surgery, 145(90). Https://doi.org/10.1007/s00402-024-05729-0. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided the reported event was unable to be confirmed. No product returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as part and lot identification were not provided. No medical records were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.